Event description:
The facility reported infusion pump with a failure code 570. Information was not provided regarding whether or not the failure occurred during an infusion. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event. No add'l info is known.